Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted from the stomach transmural to the pancreas to treat a pseudocyst during a drainage procedure performed on (B)(6) 2025. During the procedure, the stent did not deploy and was removed from the patient fully covered by the outer sheath. The procedure was completed using a different axios stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy. Block h11: following an update to the axios risk documentation, this event is being reported as part of the efforts associated with boston scientific's nonconforming events and prevention investigation, (B)(4). Investigation results: based on the available information, boston scientific was able to confirm the reported event of stent failure to deploy. The stent was received in an undeployed condition and fully covered by the outer sheath. The stent was also deployed and exhibited slow expansion; however, it eventually achieved full expansion. Stent expansion rates may be affected by factors such as compression, time, temperature, and humidity. Slower expansion is more commonly observed in larger stent sizes due to the greater degree of compression within the catheter delivery system. As stent diameter increases, the stent is packed more tightly, which can influence expansion behavior following release. The investigation findings did not lead to a definitive conclusion regarding the cause of the reported event; therefore, the most probable contributing cause remains unknown. Device history record: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: an axios stent and electrocautery enhanced delivery system were received for analysis. The stent was received in an undeployed condition and fully covered by the outer sheath. Functional inspection was performed, during which the catheter lock was unlocked by sliding it to the right, and the catheter control hub was moved up and down. The catheter passed through the luer with high resistance. The stent hub was advanced to the second and fourth positions. The stent was deployed and exhibited slow expansion; however, it eventually achieved full expansion. No additional problem was noted with the stent and delivery system. Labeling review: a labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/product label. Risk review: a risk review was completed and confirmed that the event of "stent failure to deploy" was defined in the risk documentation and is documented accordingly in the prr. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code is cause not established.